Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient¿s lead which was disconnected and left insitu (date of intervention unknown) was explanted, and the new scs system was implanted on (B)(6) 2018. Postoperatively, effective stimulation was reported.